Manufacturer narrative:
Additional narrative: patient information is unknown. A review of depuy synthes monument device history records revealed the following: there was a rework to regrind the raw material from 20mm purchased size to 18mm to be used for tfn product line. Manufacture date: 20march2015. Expiration date: 28february2024. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a revision of a trochanteric fixation nail system (tfn) that was performed on (B)(6) 2015 due to a malunion and posterior cut-out of the helical blade. The original trochanteric fixation nail system (tfn) procedure was performed on (B)(6) 2015. The three devices were explanted fully intact. The patient was revised to a non-synthes' rochanteric nail. No reported surgical delays and no fragments generated. The revision procedure was successfully completed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed ¿ one cannulated trochanteric fixation nail (tfn) (part# 456.328 lot# 7944388), one 11mm helical blade (part# 456.304s, lot# 7928568) and one 5.0mm ti locking screw (part# 458.936, lot# 9825075) were returned after being explanted due to mal-union and posterior cut-out of the helical blade. The cut-out could be a result of poor bone quality or excessive loading. The mal-union may be a result of mal-reduction or misplacement of the implants. Replication of the complaint condition is not applicable. The complaint is confirmed. The short tfn is intended to treat stable and unstable pertrochanteric fractures, intertrochanteric fractures, basal neck fractures and combinations thereof. Product drawings were reviewed during the evaluation. The helical blade compacts trabecular bone around the blade as it advances into the femoral head, increasing resistance to cut-out compared to an intra medullary device with lag screw. The reported cut-out may have been a result of the patient having poor bone quality, not locking the helical blade, or due to excessive loading on the hip. The mal-union may have been a result of the cut-out, poor reduction/placement of the nail and helical blade, or also from excessive loading. Given the information available, an exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.